Manufacturer narrative:
Evaluation summary: the analysis confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: (scratches on the blade may lead to premature blade failure). No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a fundoplication procedure, there was an error code 5. A new device was used to continue the case. No patient consequence.